Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an episode of monomorphic ventricular tachycardia (mvt). A shock was delivered by the s-ICD, which accelerated the mvt to ventricular fibrillation (vf). Four additional shocks were delivered and were unable to convert the rhythm. The last shock delivered had a high in range shock impedance of 199 ohms. After 1.5 days, the system impedance was low in range at 80 ohms. Technical services (ts) determined all five shocks delivered had elevated shock impedances. Ts suspected this electrode was in adipose or breast tissue due to the patient's high body mass index (bmi). Ts recommended performing an x-ray to confirm system placement. Ts suspected the high impedance in combination with system placement relative to the heart could increase the likelihood to accelerate the rhythm. Ts also suspected a possibility that patient condition was impacted and there may be more pericardial effusion which temporarily decreased the system impedance. This electrode remains in service. No additional adverse patient effects were reported.